Manufacturer narrative:
. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear pre activated prior to use. The following was received from the initial reporter: the nurse claimed that after installing the needle and before injecting the patient, she found that the spring was stuck, making it impossible to press the injection.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no sample/evidence provided.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear pre activated prior to use. The following was recieved from the initial reporter: the nurse claimed that after installing the needle and before injecting the patient, she found that the spring was stuck, making it impossible to press the injection.